Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97791, lot# n627182, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: accessory .product ID: 977c265, serial# (B)(4) ,implanted: (B)(6)2016, explanted: (B)(6) 2017, product type: lead. Product ID: 97791, lot# n627182, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type:. Accessory.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had their entire scs system explanted on (B)(6) 2017. The reason for explant was that the patient experienced pain at the lead and incision site since they were implant. The patient noticed sometime in (B)(6) 2017 a "zapping" in their back, even when the device was off. The patient made an appointment with their healthcare provider (hcp) and an x-ray was performed and found nothing. The patient gave the patient the option to have a lead revision or an explant; the patient opted to have the entire scs system removed. No further complications were reported or anticipated. The issue was resolved at the time of the report.